Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation, the atrial lead exhibited noise. The noise was not reproducible with isometrics. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).